Event description:
It was reported the physician tried to insert the spring wire guide into the patient, but the physician felt it was stiff and kinked. The physician opened a new kit and finished the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician tried to insert the spring wire guide into the patient, but the physician felt it was stiff and kinked. The physician opened a new kit and finished the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) assembly, ars, and 2-l cvc catheter for evaluation. Visual inspection of the swg revealed the j-bend was misshapen. Microscopic examination confirmed both welds were present and spherical. The total length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The swg was advanced through the returned ars and a lab inventory 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance spring wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low , practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. The j-bend was found to be misshapen on the returned swg. The returned guide wire passed all relevant dimensional and functional requirements. A device history record review was performed , and no relevant findings were identified. Based on the condition of the guide wire returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.